Manufacturer narrative:
There may have been an attempt to remove the stent without removing the catheter. The IFU states the following under precautions: "do not attempt to pull an unexpanded stent back into the guiding catheter, as stent damage or stent dislodgement may occur. Movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. To withdraw the tryton side branch stent system, the entire system with the guiding catheter should be removed as a single unit."

Manufacturer narrative:
Investigation conclusions: bifurcation was described as "very calcified." Vessels that have "moderate or severe calcifcation" are contraindicated in the IFU. Because the device was implanted and not available for evaluation, a definitive conclusion could not be reached.

Event description:
The doctor was treating an lad/diagonal bifurcation that was very calcified using a radial approach. He had used rotational atherectomy and pre-dilated the lad with a 3.5mm balloon prior to inserting the tryton stent. He could not reach the lesion with the tryton stent. He withdrew the tryton stent and he attempted to pre-dilate the diagonal with a 3.0mm balloon. He advanced the tryton stent again and could not get through. As he withdrew the stent, he felt that it caught on something, he believes the edge of the guiding catheter. The stent was dislodged from the balloon and was found in the lcx. There was a lesion in the lcx that he had planned to treat so he used a 4.0 drug-eluting stent in the lcx, crushing the dislodged tryton stent behind it. The delivery system was discarded and will not be returned. The patient was doing fine with no apparent consequences or chest pain.